Manufacturer narrative:
(B)(4) the service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) liquid crystal display (lcd) panel, which resolved the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilators upper screen displayed lines. The patient was transferred to another ventilator without harm.